Event description:
The customer reported that they could not save images.

Manufacturer narrative:
(B) (4). The ge service rep replaced the 386 motherboard and at comm. Pcbs. On 2-16 the customer stated that the problem has returned. The ge service rep removed the 386 motherboard and at comm pcbs. The customer will open a new call due to advancing age of this report.